Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts) over the phone. The customer found that the vacuum trap would fill up and spill. The customer emptied the vacuum trap but the instrument would not reboot normally. The customer noticed that the vacuum trap was misaligned. The customer removed the vacuum trap and reinstalled it properly. The customer stated that the instrument ran without any leaks as of (B)(4) 2013 the customer has not called back with any issues regarding this instrument. (B)(4).